Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome. It was reported that there was a por, 0x400 parity error. Por was successfully cleared. Therapy was adequate. No trauma/falls or emi related to reported issue. No symptoms reported. No further complications were reported/anticipated.